Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An extended investigation involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion even. Customer experienced general malaise due to hypoglcyemia and had contact with healthcare provider who diagnosed the customer with hypoglycemia and treated with oral glucose. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver reported the customer was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion even. Customer experienced general malaise due to hypoglcyemia and had contact with healthcare provider who diagnosed the customer with hypoglycemia and treated with oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Meter turned on with strip and cable insertion. A blank screen was not observed. Therefore, the customers complaint of blank screen was not confirmed. All pertinent information available to abbott diabetes care has been submitted.